Event description:
Hcp reported catheter extruded out of intrathecal space causing loss of efficacy. A catheter port dye injection was done to diagnose the problem. The pt outcome was reported as fair.